Event description:
As per the initial reporter, the surgical table at this account lost all control and the floor locks will not disengage. There were no adverse consequences as a result of this malfunction.

Manufacturer narrative:
Attempts were made for pt information, but the account did not offer this information. There is no established expiration date for this device. Evaluation summary - the actual device was evaluated in the field on 12-21-09. The likely cause of the malfunction appears to be pinched wires within the surgical table. The table froze up during the intermittent connection of the wires and the table restored functionality when the connection at the wires was established. There were no adverse consequences as a result of the malfunction. This is not a single use device.